Manufacturer narrative:
On 21-mar-2016 a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse observed a large build up of splashed serum and reagent on the cup transfer presence sensor as well as a cup that was jammed in the incubator under the cover. The fse cleaned and lubricated the presence sensor, removed the inc rotor, lubricated the incubator bearings, replaced the cup transfer flat cable, and updated software. The customer ran quality controls (qc) and all results were within accceptable range. The aia-900 analyzer was functioning as intended and the error cleared. No further action required by field service. The most likely cause of the reported issue was due to large build up of splashed serum which resulted in the cup transfer presence sensor becoming sticky. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). A 13-month history review and service history review for similar complaints was performed for aia-900, serial number (B)(4), from 20-feb-2016 through (B)(6) 2017. During this time frame, there were no other similar tickets identified to the present issue.

Event description:
On (B)(6) 2016 a customer reported receiving error 4271 (incubator home detect error), while operating the aia-900 analyzer. The customer stated that the analyzer was rebooted but the error still persisted. The customer was unable to run ipth on patient samples. On 21-mar-2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth of patient results. There was no indication of any patient intervention or adverse event consequences due to the delay in reporting of patient results.